Event description:
It was reported that the event log also displayed low flow / driveline disconnect / lvad off alarms on (B)(6) 2023 at ~7:42am where the driveline was disconnected from the controller indicative of a controller change as mentioned. There did not appear to be any issues with the controller per the log file. Additional information was not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1 brand name: corrected section d4 catalog number: corrected section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The observed low flow, driveline disconnect and lvad off alarms occurred due to unnecessary system controller exchange. Available information has no indication of, or report of, any malfunction or adverse patient effect related to the lvad.

Manufacturer narrative:
Manufacturer's investigation conclusion: no issues related to (B)(6) were reported or identified through this evaluation. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue while the driveline was connected. The pump appeared to be operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 7 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.